Event description:
The surgeon reported that the I/a tip was scratched and caused a posterior capsule tear. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The I/a tip has been sent for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 12/05/2008.